Event description:
Attempted to implant a lens but the haptic broke prior to being inserted. There was no pt contact. The facility was unable to provide the model and lot numbers of the injector and cartridge used.